Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate the device and could confirm the reported issue. The stirrer motor which was found blocked, patient pump 2 and distribution board has been replaced. The problem could be solved. Subsequent functional verification testing was completed without further issues and the unit was returned to service. The most likely root cause of the event is a bad stirrer motor that damaged the distribution board which consequently resulted in patient pump defect. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t displayed two error messages associated to a patient pump and stirrer motor during maintenance.there was no patient involvement.

Manufacturer narrative:
H.10: as reported in the initial report, the most likely root cause of the event is a bad stirrer motor that damaged the distribution board which consequently resulted in patient pump defect. The stirrer motor was mechanically blocked due to corroded / rusted bearing which consequently did not allow the motor shaft to rotate. Possible causes are water infiltration or water formation due to condensation or high temperatures and high level of humidity in the stationary phase. Causes related to environmental conditions.

Event description:
See initial report.